Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault" and "motor fault". The customer reported that main board is suspected for the issue and sent purchase order for main board. The patient involvement in not known.